Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the inability to cross and the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was returned in the protective sheath. The stent implant was removed from the protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were no kinks noted to the inner member. There was a severe kink in the proximal hypotube shaft distal to the edge of the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A laser micrometer was used to measure the outer diameter of the stent implant. The outer diameter's proximal, middle, and distal met manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath which also met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the rx vision would not cross. Analysis of the returned device found contrast in the inflation lumen, which is consistent with the reported information that the device was prepared for use. The stent implant was returned without damage; however, it was dislodged and inside the protective sheath. The tip seal length and stent outer diameters were within specification. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. In addition, historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the information received with the complaint and obtained through the product analysis, no conclusive root cause can be determined for the inability to cross and the stent dislodgement. A kink in the hypotube, which was not reported in the incident, may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported inability to cross. Product performance engineering will trend and monitor the experience circumstances. The profile dimensions on all sds's are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement has caused or contributed to pt injury previously, device issue: stent dislodgement. It was reported that the device would not cross the lesion. No pt effects were reported. No additional event or pt information is available. This is being reported based on the analysis of the returned device which revealed a stent dislodgement.